Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The device had cracked reservoir tube and minor scratches on the display window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 56 mg/dl. Customer may have been sweaty. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.